Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying an ¿error 2¿ message. The complaint was classified based on the customer care advocate (cca)) documentation. The patient reported that the error message began appearing on the morning of (B)(6) 2014. The patient manages her diabetes with insulin (type unknown). It is not known if the patient made any changes to her usual diabetes management when she was unable to test with the subject meter due to the error message appearing. The patient reported developing symptoms of feeling shaky and weak at approximately 10:30am that morning. In response to the symptoms, the patient treated herself with food and/or drink. At the time of troubleshooting, the cca noted that the error message appeared on the display when the meter was manually powered on with a button press. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.